Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the low blood glucose issue could not be verified.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of less than 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer reverted to an alternate method of insulin therapy.